Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Customer reported using supplies longer than recommended, tandem technical support educated customer that cartridges should be changed every 48 hours with reported insulin, which customer understood and acknowledged.